Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: incision sites opening up, infection. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent a breast augmentation revision procedure with a mentor memorygel xtra breast implant 650cc gel breast prosthesis (left device) and a mentor memorygel xtra breast implant 595cc gel breast prosthesis (right device) observed that the incision sites were opening up post implantation. The patient reported the left side had a 4-inch open wound and the right side was just starting to open. Patient was seen by a healthcare professional and they found an infection. As a result, the patient underwent bilateral explantation with no replacement breast prostheses on (B)(6) 2025. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
Correction: after clinical/secondary review of this file performed on (B)(6) 2025, it was decided to remove h6 health effect -clinical code impaired healing (e1707) and replace with it with post operative wound infection (e2115) to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4).